Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an scd unit. The customer states that the unit was going off program. The unit was returned to a local covidien service center and upon triage a service technician found on (B)(6) 2015 that the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
Submit date: 11/19/2015. A review of the information in the complaint file indicates this investigation was performed by a medtronic/covidien technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint was confirmed; power cord was found damaged with exposed copper wires. The root cause of the reported condition can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage, and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord will be replaced to correct the problem. Scd 700 compression system was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.